Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe is defective. No serious injury or medical intervention was reported. Verbatim: "during the last injection, one of the two syringes was defective. It was cracked and it leaked on the patient. Based on the sample the safety device is activated. No signs of leakage could be observed."

Manufacturer narrative:
Date of event: unknown. PMA / 510(k) #: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe is defective. No serious injury or medical intervention was reported. Verbatim: "during the last injection, one of the two syringes was defective. It was cracked and it leaked on the patient. Based on the sample the safety device is activated. No signs of leakage could be observed".